Event description:
The ge oec 9800 fluoroscopy system had an issue where an image directory thumbnail icon displayed a blank image on retrieval.

Manufacturer narrative:
A ge oec service representative investigated the issue and re-formatted the hard-drive and re-loaded the software. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.